Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery in slot 2 was fully charged yet not registering on the screen. There no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) noticed that the battery in slot 2 could not be recognized by the system. The fse did a troubleshot and found the problem. The problem was with the red cable connection to battery slot 2, of the pcb battery detection circuit. The fse re-established battery slot 2 detection cable to pcb. The iabp was returned to the customer, cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery in slot 2 was fully charged yet not registering on the screen. There no patient involvement, thus no adverse event was reported.